Event description:
Device 2 of 4. Reference MFR. Report#: 1627487-2012-05225. Reference MFR. Report#: 1627487-2012-05227. Reference MFR. Report #: 1627487-2012-05228. It was reported the lead extension site was sore and bleeding. X-rays were taken and erosion was present at the lead extension site. The pt underwent surgical intervention and the scs system was explanted.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.